Event description:
The dealer reported that the gas locking cylinder for the caster wheels were locking up. This compromises the stability of the product as the caster wheels may not come back down to ground level.